Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the paper by wu et al. Titled "isolated revision of the acetabular component using alumina-on-alumina bearings without a metal sleeve: a preliminary study" reported a clicking sound that was heard occasionally during hip flexion.